Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Event description:
It was reported that post implant the right ventricular (rv) and right atrial (ra) leads were confirmed to be dislodged on x-ray. After multiple repositioning attempts, the physician removed the rv lead to gain access again, then attempted to extend and retract the helix but there was tissue noted to be stuck on the helix. Attempts to clean the lead were unsuccessful so a new rv lead was used. The ra lead was also repositioned multiple times and when it was removed to get access again, the helix took more than 100 turns and then it ¿exploded¿ out. Another ra lead was attempted, however multiple repositioning attempts were made with good numbers upon testing but then the lead would ¿drop out¿ on suturing or stylet removal. Because the patient was in chronic atrial fibrillation (af) the physician decided to remove the ra lead and plug the atrial port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.